Event description:
The pt was reportedly explanted due to cholesteatoma. The pt was reimplanted with another cochlear device. Advanced bionics is in the process of gathering more info, once more info is available, a supplemental report will be submitted.